Manufacturer narrative:
The insulin pump was returned with pump error 35 noted in the insulin pump history and critical pump error due moisture damage force sensor, electronics and motor assembly noted. No unexpected pump error 24 in the insulin pump history noted. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 3.4mmol/l. The customer stated that the image was found in the screen. The customer was advised that we are sending replacement pump.